Manufacturer narrative:
The reported issue of fluid in the ipg pocket was not confirmed. This issue cannot be confirmed with product analysis. The ipg was returned without any visible anomalies that would contribute to the issue. It successfully bonded with a lab cp. When queried with the uep inductive tool, it showed the device was in the therapy application state and functional. A sterility review has been requested. The root cause of the issue could not be confirmed.

Event description:
It was reported that the ipg pocket site was no longer deep enough. In turn, surgical intervention was undertaken to reposition the ipg deeper in the pocket. During the procedure, the physician noted some serous fluid leaking in the pocket and decided to explant the entire system.